Event description:
The customer reported that the system has a rolling distortion, progressing through the video image on both of the work station monitors.

Manufacturer narrative:
The ge service rep checked the system and the monitors did not experience any distortion until the mainframe was turned on. He disassembled the interconnect cable receiveer then removed the main interface panel on the mainframe. He re-assembled the system. The system is working as intended.